Event description:
It was reported that the pt complained of pain so the surgeon revised.

Manufacturer narrative:
It was noted in the report that the hospital will not release pt info, records or implant sheet. If additional info should become available, it will be submitted in a supplemental report. Additional devices listed in this report: unknown abg ii modular neck and unknown femoral head 32mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience.